Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) results. Based on the investigation, hsc has determined that the root cause of the discrepant result is poor sample addition. Calibration and quality control results prior to the reported discrepant result were within conformance. Sample ID (B)(6) only displayed discrepant results for vanc. All other assay results from the method panel were consistent against repeated results. The customer observed consistently depressed vanc results generated from the same original aliquot. The customer did not report additional vanc discrepant results. This appears to be an isolated incident. No product non-conformance has been identified. The instrument is operational and the customer did not experience a delay in testing. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed vancomycin (vanc) results were obtained on a patient sample on the dimension vista 500 system. The discordant results were not reported to the physician(s). The same sample was reprocessed on the same day with the same instrument and higher results were obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc results.